Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. Analysis was unable to prime unit during prime test due to faulty force sensor resistor (gold. The insulin pump had a cracked case at lcd window corners and battery tube threads. The insulin pump also had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 176 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.